Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief from their scs system and has experienced seizures. The patients scs device was reprogrammed in an effort to achieve improved therapeutic coverage during which the patient experienced two seizures that lasted approximately seven minutes. The scs device was turned off when the seizures occurred. The patient was evaluated by the facility staff and has fully recovered. As such, the patient was safely discharged home.

Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date.